Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be turned off with the power switch. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator could not be turned off with the power switch. The rse advised the customer to replace the power switch overlay; the customer was also provided with the part number for a replacement. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was confirmed that the device was not in clinical use when the issue occurred. No patient or user harm reported. The customer also reported that the power switch overlay was replaced, and the issue was resolved.